Event description:
Pump was reported to have been set to deliver pitocin at a rate of 2ml/hr with a volume to be infused of 250ml. The programming of the pump reportedly spontaneously changed and the pump ran at a rate of 250ml with a volume to be infused of 2ml. No medical intervention was needed and no pt injury resulted.